Event description:
It was reported that the patient presented remotely via merlin.net. The right ventricular (rv) lead was exhibiting high pacing impedance, inadequate capture, and loss of capture. No interventions were reported. The patient was stable.

Manufacturer narrative:
Additional information notes lead was capped and replaced on (B)(6) 2022 and the patient was stable. Update to h6 codes.

Event description:
New information notes the right ventricular lead was capped and replaced on (B)(6) 2022. The patient was stable.